Event description:
The event is reported as: the customer alleges that the cuff leaked during the pretest and prior to patient use (veterinary use).

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.